Manufacturer narrative:
The received forceps sample was found in the opened original packaging including cover foil. The sample was functionally and visually inspected with the aid of a photomicroscope with various magnifications. The customer¿s complaint was not confirmed. It was found that the forceps could be activated, the opening and closing was good and also it could grasp and hold a control weight. A root cause could not be determined because the returned sample met specifications. A possible root cause could not be determined because the returned sample meets specification. No further actions will be issued. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample is available that has not yet been received at manufacturing for evaluation. The device history record for the affected lot was reviewed. No abnormalities that could have contributed to this event were found in the production documentation and the sample was released according to acceptance criteria. A 100% final inspection is performed for this product. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that an ophthalmic forceps could not be clipped or fully closed when tested prior to surgery. An alternate forceps was obtained in order to perform and complete the procedure.